Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with acute myocardial infarction, the sensor pressure came out from the tip of the iab catheter, but it remained flat. The iab was replaced to continue therapy. There was no reported injury to the patient.